Event description:
During a low anterior resection, the devie functioned as intended. Post-operatively the pt developed a leak. Consequently, the pt required a reoperation. It is unk where the leak occurred. There were no other reported pt consequence.